Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -6.5/1.5/082 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was explanted due to excessive vault. In a separate surgery on (B)(6) 2020 a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown. Claim#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -7.5 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was explanted due to excessive vault. Later on (B)(6) 2023 a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.